Event description:
Healthcare professional (hcp) reported a patient was injected in the jaw with juvéderm volux¿. The patient experienced, ¿clear yellow fluid is leaking out of both sides of their jaw. Both sides are edematous and have erythema and are tender to the touch.¿ event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.